Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description, service report and ventilator's log files. During further investigation it was found that the pressure transducer and expiratory channel printed circuit boards were defective and required replacement. After replacing the defective parts, the ventilator passed all functional and safety test and was returned for clinical use. Pressure transducer measure the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer printed circuit board may lead to high pressure. If the insp/exp pressure transducer tubes were not connected properly to the pressure transducer printed circuit boards or if the o-ring inside the pc1781 were not seating well it might lead to accumulating of water or dirt in the pressure tube which might end up in the way of the pressure. Moreover, the gas might leak from the end of the insp/exp pressure transducer tubes or from under the tower of the pressure transducer printed circuit boards which will lead to incorrect measurements and will fail in the pressure transducer test. The main functions of expiratory channel pcb are expiratory flow measurement and expiratory cassette handling. Defective parts may lead to stop of ventilation or high pressure. Expiratory channel board contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Defective expiratory channel printed circuit board may lead to stop of ventilation or high pressure. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).